Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found with a damaged conductor wire. There was no reported injury involved with the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not frayed or fully broken. The conductor wire insulation was damaged and peeled off and lifted and the piece of the insulation was still connected to the wire insulation and no piece was missing of the conductor wire insulation. The instrument passed an electrical continuity test. The complaint regarding a damaged conductor wire was confirmed by failure analysis. Common causes of a damaged conductor wire insulation is attributed to damage from mechanical impact. Isi followed up with the initial reporter and obtained the following additional information : customer stated the issue was found prior to reprocessing. It is unknown if the instrument was inspected prior to the last use of the instrument. It is unknown if there was any damage to the insulation, unknown if the cable was intact or broken in half, unknown if there was any loss of cautery, unknown if there was any thermal damage, unknown if any arcing was observed.